Event description:
Customer's father reported that they had issues with the sensor giving inaccurate readings. He reported that the insulin pump had shut off with a low blood glucose predict of 70 mg/dl when the blood glucose reading was 130 mg/dl. Customer declined troubleshooting and stated that he felt it was the transmitter that needed to be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.